Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient was seen in person on (B)(6) 2026. To note, the clinic had been communicating with the patient prior to this. It was unclear why the patient states no one spoke with him. It was determined the "loss" of therapy was related to oral medication timing and disease progression. The device was interrogated and no errors were flagged in the device. Impedances were all good, with nothing out of range. The battery recharge cycle was checked and found to have remained the same. Action taken was patient was told to adjust oral medication schedule. The clinic will follow up with the patient at a later date.

Event description:
It was reported that the patient received a rechargeable device implanted neurostimulator (ins) on (B)(6) 2017. They report that the ins frequently crashes and intermittently stops delivering therapy. The patient reported leaving multiple messages for the clinic without receiving a response. They expressed concern that their issues have not yet been addressed and noted a worsening of symptoms. The patient requested assistance in forwarding their concerns to the clinic on his behalf. Patient services (ps) emailed two manufacturer representatives about this issue. The patient doesn't feel their therapy. No issues with external devices. Clinicians may need to make adjustments to the therapy when therapy becomes less effective. The patient was advised to contact their clinic. The issue has not been resolved.

Manufacturer narrative:
G2. Foreign: canada medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.